Event description:
It was reported that the ventricular lead exhibited less than 200 ohms impedance. At explant, a lead fracture was noted. The lead was replaced. The patient's condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation degradation with exposed proximal coil at 17.0 cm from the connector pin. An insulation abrasion was noted on the header sleeve exposing the metal of the housing.